Manufacturer narrative:
Returned product analysis confirmed the reported deflation difficulties. Analysis revealed a kink in the inflation lumen. The kink may have restricted the flow of fluid to and from the balloon. The cause of the shaft damage could not be determined.

Event description:
It was reported that during a ptca procedure, the balloon could not be deflated. No pt injuries or complications occurred.